Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) prompt the battery needs maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. A getinge fse evaluated the unit and performed battery tests and the tests passed. There was no issue found by the fse. The fse reset the battery maintenance date. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.